Event description:
A patient reported blood glucose results of "228 mg/dl" with a lifescan meter and "370 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Patient obtained control solution result of "160 mg/dl" in 2002, a "160 mg/dl" the previous day, and a "163 mg/dl" two days ago. All three tests fell within the control solution range of "135-199 mg/dl".